Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and explained contributing factors to arm drifting and blinking. The fse advise issue most likely is user induced and asked customer to follow up with staff on process of draping if they are using stow feature or manually collapsing arms. The fse advised they use stow feature to reduce drape tension when manually collapsing. The fse also advised instrument arm may have been double clutched which is why it was blinking. No site visit was required.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer called in to report that universal surgical manipulator (usm) 1 was acting funny. The intuitive surgical, inc. (Isi) tse reviewed the logs and found no error for usm 1. She stated that it would go unlocked and drift away. Also, at times they're not able to clutch the arm to move it when it's locked into place. The tse asked if it would drift away when driving the patient cart to the patient and she stated that it did. Tse asked if the floor was unlevel and she was not sure. They were currently in the middle of a case and was having no issues with usm 1. The procedure was continuing as planned with no reported injury.